Event description:
It was reported that during a vats right pneumonectomy procedure on (B)(6), the device was fired on the bronchus. A leak test was performed and no leak was indicated. On (B)(6), three days post-op, the patient was re-intubated and a leak was detected. The patient was monitored. On (B)(6), the patient presented with a bronco pleural fistula. While the surgeon was looking they noticed a fully open unformed staple in the area of the leak. The staple was retrieved. According to the surgeon, the tissue seemed normal bronchus tissue. It could not be confirmed if the staple had been through the tissue initially or never formed on the tissue.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Based on experience and the photographic evidence provided feel the pse45a firing complication was the result of the tissue being too thick for the staple cartridge color selected per the field quality engineer.the analysis results found that only two staples inside a sample bag were received for analysis. Upon evaluation, the staples were noted to have the legs bent. It is possible that the device was fired over a thick tissue than indicated.